Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5.0 x 40 mm armada 18 balloon catheter was advanced to the lesion; however, when inflating, the catheter would not hold pressure. Outside the anatomy the balloon was put in water and inflated and there was no balloon rupture noted but the catheter still would not hold pressure . Another armada 18 balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.